Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was suspected to be fracturing. The patient had received an inappropriate shock due to oversensing of noise on the shock and rate/sense channel. The noise was able to be reproduced with isometrics. There is a magnet over the device currently to inhibit inappropriate therapy. The impedances are 388 ohms and thresholds are high at 5 volts. Subsequently, the patient underwent a revision procedure and this product was extracted and replaced. Upon removal the physician could see the proximal edge of svc coil looked to have some crush and also a right-angle there. No further complications have been reported.

Manufacturer narrative:
This product remains in the hospital's possession and has not been returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
.